Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported can see a "wave" in the fold under breast and became sensitive, patient also reported when stretching, can feel a pull or tight sensation. Patient reported "beauty doctor" advised device may be broken. Device remains implanted. This record relates to the left side.